Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a replacement procedure, the new ventricular lead exhibited loss of sensing. The lead was not used and the original lead was kept in place. No adverse consequences occurred to the patient.